Event description:
A doctor alleged that three (3) patients' fillings had cracked or fallen out after it was light cured with the demi ultra. This is the third of three (3) reports.

Manufacturer narrative:
The doctor replaced the filling for the patient using a different light, without further incident. To date, the patient is doing fine.a device evaluation is anticipated but has not yet begun.